Manufacturer narrative:
Block h6. Device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required. Device evaluation. Block h11. The suturing cinch was not returned for evaluation, and there was no media available for analysis. The reported events of cinch failure to cut and cinch failure to deploy could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to cut and cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for these events. For the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, it will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2026. During the procedure, the cinch did not deploy properly. The physician cut the suture and used a new suture to close the defect. The procedure was completed with the same cinch. There was no patient complications reported as a result of this event.